Event description:
It was reported that the users attempted to use the cortrak device to place a nasogastric (ng) tube in the patient, however they had difficulties placing the tube and were unsuccessful. A blind placement was also attempted unsuccessfully, and the patient was passed to radiologist for placement. The patient experienced a perforated esophageal cyst, however it is not known if the cyst was perforated during cortrak use or blind placement. The patient later passed away for reasons unrelated to the reported event. Per additional information received 22 feb 2022, during placement attempt with cortrak, the ng tube was ascending into the stomach but this was not picked up by the receiver. Blind tube placement was attempted to be confirmed via "ascultation." The patient passed away later at an unknown date from an unspecified infection. The operator of the device was described by the reporter as a "rookie" who had previously attended training on use of the device. Additional information has been requested but not yet received.

Manufacturer narrative:
The sample has not been made available for evaluation. The reporter states that tracings from the device are available, but have not been returned at this time. The device history record for serial number (B)(4) was reviewed and the product was produced according to product specifications. All information reasonably known as of 10 mar 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Manufacturer narrative:
Correction: b3 date of event updated based on information received. Two tracings were returned for evaluation. All information reasonably known as of (B)(6) 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 17 mar 2022 and 18 mar 2022, the patient passed from an unspecified infection on (B)(6) 2021, just a few hours after the reported event on (B)(6) 2022. The placement of the ng tube was performed using the cortrak device, which is when the esophageal cyst perforation occurred. A feeding tube was ultimately placed by an ICU specialist.

Manufacturer narrative:
Two tracings were returned for analysis. The tracings were evaluated and found to not follow a typical path in either the anterior or lateral views. Both tracings demonstrate that at a certain point the tracing appeared stuck and could not advance forward, followed by attempts to remove the tube. Both indicate that the customer was having difficulty advancing the tube forward. According to complaint description, customer reported "however when we force the tube in, the tube went in but not any significant movement on the monitor (around 10 cm inserted from the stomach), as a result, we tried to retract the stylet and put the stylet back in yet the stylet couldn't be retracted until the tube moved out to esophagus". Both the cortrak*2 eas corflo feeding tube with electro-transmitting stylet instructions for use (IFU) and the cortrak*2 eas operating and troubleshooting tips both have warnings related to advancing tube when resistance encountered. The cortrak*2 eas operating and troubleshooting tips has a warning which states that if unable to advance the tube or resistance is encountered while placing the tube, the procedure should be stopped immediately and an alternate method of feeding tube placement should be used. The cortrak*2 eas corflo feeding tube with electro transmitting stylet has the same warning and an additional warning stating that if resistance is encountered to notify physician if lung placement is suspected. Based on customer description of the incident and approved and released ifus and operator's manual's warnings, best practices were not followed in the placement procedure. The root cause has been determined to be incorrect use. The device history record for serial number 21070171 was reviewed and the product was produced according to product specifications. All information reasonably known as of 12 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 09 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.